Manufacturer narrative:
(B)(4). Approximate age of device ¿ 36 days.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced two episodes of gastrointestinal bleeding. The patient underwent a colonoscopy and esophagogastroduodenoscopy (egd), and nothing was found. The patient was transfused three units of blood in (B)(6) 2017. The patient was readmitted (B)(6) 2017 and underwent a colonoscopy and egd; however, no bleeding was found. Aspirin was discontinued and a lower inr goal of 2.5 was assigned. No additional information was provided.

Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.